Event description:
It was reported that the shaft broke. The target lesion was located in the coronary artery. A 1.2mm x 12mm fg threader monorail was selected for percutaneous coronary intervention (pci). During insertion, the balloon shaft broke. The device was removed from the patient in one piece and the procedure was completed. There were no patient complications and the patient fully recovered.

Event description:
It was reported that the shaft broke. The target lesion was located in the coronary artery. A 1.2mm x 12mm fg threader monorail was selected for percutaneous coronary intervention (pci). During insertion, the balloon shaft broke. The device was removed from the patient in one piece and the procedure was completed. There were no patient complications and the patient fully recovered.